Manufacturer narrative:
There was no known patient involvement. (B)(6). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova deutschland learned that the device was cleaned regularly per the IFU and was placed inside the operation theater during use. The fan pointed away from the operating table and was placed directly in front of an exhaust grille on the wall of the operating theater. The estimated distance between the surgery field and the device was of approximately 2.5 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The lab report has been supplied. There is no known patient involvement.